Event description:
Per the surgeon, the patient was under anesthesia when the package for the 4mm baha implant was opened, it was found that the package corner had been peeled back and was empty. This resulted in the patient having to be under anesthesia for a prolonged time period, approximately 45 minutes longer then normal. Per the surgeon, the case was able to proceed with a back up implant, and the patient is doing well.